Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, g1, h6.

Event description:
Patient reported right side ¿lumps¿, discomfort, ¿worried about this biocell cancer¿, "right implant has ruptured" and "found fluid surrounding the implant". The following event is not related to the device, "patches of hair loss". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported right side ¿lumps¿, discomfort, ¿worried about this biacell cancer¿ and "right implant has ruptured". The following event is not related to the device, "patches of hair loss". Device remains implanted.